Event description:
The reporter stated that they did back to back blood glucose tests, about 5 minutes apart, using different finger sticks. Their results were 123 and 204 mg/dl. Reporter did not have any symptoms. A control solution test was not done due to lack of supplies. On followup, the reporter confirmed the above tests. They stated that they had not been cleaning the meter; will call back for training when reporter has control solution available. Reporter stated that they had no problem with strip insertion or blood application. No harm was alleged.